Manufacturer narrative:
(B)(4). This is a report where the supply bag became disconnected as a result of a loose connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing during drain one of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. During troubleshooting, the patient reported that the supply bag became disconnected due to an unsecure connection reported that the patient line had not been properly primed before they had connected. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.